Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced several pump stops from the batteries draining. These were noted in the log file on (B)(6) 2020, at 17:11. This caused teh controller clock to reset and 23 no external power events. The clock was reset on (B)(6) 2020, at 11:53. There were an additional 2 no external power events on (B)(6) 2020, at 6:44 caused by the 14 volt batteries being allowed to drain.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed a complete loss of power to the system controller resulting in a clock reset. This event appeared consistent with full depletion of the external and backup batteries, which ultimately caused a pump stoppage. The submitted log file contained data from 00:16:17 on (B)(6) 2020 through 12:02:56 on (B)(6) 2020, per the timestamps. Following the timestamp of (B)(6) 2020 17:11:44, the file captured 30 lines of data containing the default timestamp of 1/1/2001 1:00, which resulted in yellow wrench advisory alarms. Prior to this data range, the system was supported by battery power. Low battery advisory alarms became active at 14:17:23 on (B)(6) 2020 due to the patient using the 14v li-ion batteries below the advisory voltage threshold. These alarms were followed by low battery hazard alarms at 16:26:08 on (B)(6) 2020 when the batteries fell below the hazard voltage threshold. Full depletion of the 14v li-ion batteries was captured at 17:11:44 on (B)(6) 2020, as evidenced by an active no external power alarm. At this time, the 11v backup battery became active; however, the backup battery also appeared to have fully depleted after an unknown period of time as the following line of data contained the default timestamp, indicating a complete loss of external power to the system controller. These events would have resulted in the observed pump stoppage, which was associated with low speed hazard, low flow hazard, and motor stopped alarms. Although power was ultimately restored when the system was connected to battery power, the amount of time the patient¿s pump was off could not be determined through this evaluation as the clock was not reset until (B)(6) 2020 at 11:53:06. Despite the observed events, the pump appeared to function as intended. No further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 3 of the IFU, ¿powering the system¿, provides important information regarding the heartmate batteries, in the subsections titled ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6 of the IFU, ¿patient care and management¿, instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ section 2 of the patient handbook, ¿how your heart pump works¿, outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully-charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for vad-20812 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08aug2018. No further information was provided. The manufacturer is closing the file on this event.